Event description:
It was reported that about 40 patients contacted the clinic who either had experienced symptoms after their examinations or were worried due to the information that had been sent out to them about that they might have been examined with a not correctly reprocessed endoscope. The common denominator among the 40 patients that might have been reprocessed in the defect basket in one of the washer disinfectors prior to their examination, and thus not correctly reprocessed. Additionally, the information was sent 4 weeks after the endoscopy that the patients might have been examined with a not correctly cleaned endoscope. No patient would report on his own and all patients were already in their habitual state when contacted. The customer reported "there is a correlation, causation cannot be proven." Furthermore, it was clarified that 25 patients initially contacted the facility and more than half experienced symptoms that could be associated with contamination, such as "fever, diarrhea and more." There was no information if the patients still had symptoms.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Additionally, to provide an update to field b5 with information received from follow up. Based on the results of the updated investigation, no information on user reprocessing procedures was obtained. Therefore, the results of the previous reported investigation results have not changed, and the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(4).

Event description:
It was reported that a patient fell ill with enterohemorrhagic escherichia coli. Since the patient underwent colonoscopy and gastroscopy using the subject device, the patient exhibited discomfort with cramps and watery diarrhea 1 to 2 times a day. Onset of discomfort was about 2 days after examination, and the patient reportedly did not have any similar problems before. The patient has since exhibited a clear improvement without any reports of further patient harm.it was noted that the device was correctly disinfected after the examination. However, there was insufficient information to determine if it was correctly reprocessed before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received. Additional information received updated in fields (b5, b7, d8, and h11). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned to olympus; therefore, an evaluation and third-party culture testing was not conducted. Based on the results of the investigation, a relationship between the subject device and the reported patient infection could not be determined. Therefore, the root cause of the reported event could not be identified. Additional information received: the endoscope was reprocessed after the examination in etd premium disinfector, but it cannot be excluded that if the subject device was reprocessed in the broken basket in any of the etd premiums before the examination. The etd premium disinfector was not cultured or ruled out as a possible source of contamination. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the microorganism was detected through stool polymerase chain reaction (pcr) test and samples were obtained on (B)(6) 2024. No medical treatment was provided to the patient. Additionally, the patient has not traveled abroad, and it was noted that no person with symptoms in the vicinity. Furthermore, it was reported that no information on whether prophylactic antibiotics were administered prior to the onset of treatment. However, no antibiotics were provided from the customers department. All other microbiological test in this patient without findings. All testing on the endoscopes is negative. Contact with about (B)(4) patients which experienced symptoms. In addition, symptoms had already resolved when the patient contacted the customer.